Event description:
It was reported that the customer's insulin pump alarmed motor error several times during the rewind process. It was stated that the device may have been exposed to high magnetic field. Troubleshooting was performed, and the reservoir was changed, but the alarm persists. Ran a self test and passed. Reviewed the alarm history and appears to be ok. No further information was provided.

Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. Missing end cap sticker noted. Unable to perform displacement test due to motor error.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.